Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dsclientoltp missing and maintenance service disabled. A technical support specialist (tss) connected to station and followed knowledge article "proper data sync 2.0 procedure" and was able to synchronize the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es database synchronization errors occurred during the 1.11 upgrade. However, there were no delays, adverse events or injuries reported based on this event.